Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon is torn separating the distal portion of the balloon from the proximal portion of the balloon with the inner shaft severely stretched, kinked, and buckled. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The balloon is torn separating the distal portion of the balloon from the proximal portion of the balloon with the inner shaft severely stretched, kinked, and buckled in numerous locations along the shaft. The balloon is longitudinally torn starting 5.1cm from the proximal markerband and then the balloon is completely circumferentially torn 8.2cm from the proximal markerband. The distal portion of the balloon is on the shaft is completely circumferentially torn 7.2cm from the distal tip. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the heavily calcified distal popliteal artery. After a guide wire crossed the lesion, a 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. The balloon was inflated to nominal pressure. However, during removal, it was noted that the balloon could not be removed from the wire. A couple of attempts were made but it was still unable to be removed so both devices were removed together to complete the procedure. Post procedure, it was noted that part of the balloon was stuck on the wire and a portion of the balloon was fractured and separated from the body of the balloon shaft. The break happened at the mid balloon shaft appropriately 5cm from the tip of the balloon. No patient complications were reported.